Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the one month post implant, the pulse generator exhibited a remaining longevity of 2.6 years. The current drain was measured at 20 ua.